Manufacturer narrative:
Pump was received with missing retainer ring. Unable to perform displacement test and occlusion test due to missing retainer ring. The pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. Unable to lock a test p-cap or reservoir into reservoir compartment due to missing retainer ring. Successfully downloaded pump history files and traces using thus software. Pump alarmed a no delivery alarm on (B)(6) 2023 at 10:08:00.000 during basal. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, force sensor, pcba 2. Also found dried insulin on the motor slide. The following were also noted during visual inspection: scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, missing o-ring (reservoir tube), detached retainer, corroded battery tube, and corroded battery tube spring no delivery/occlusion alarm during therapy was not confirmed during testing. Moisture damage was confirmed found on the electronic assembly, force sensor, and battery tube. Missing retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow block alarm. Troubleshooting was performed and the insulin did not exit during fill tubing. The insulin exited with a plunger push. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump, and the insulin pump will be returned for analysis.